Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no blank display noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her battery went low and she went to change the battery on the insulin pump. Customer stated that the whole screen disappeared. Customer has tried 8 batteries and she is not getting anything. Customer stated that the last battery she put it caused the display to come on briefly and then the screen disappeared. Customer stated that this happened again about 5 months ago. Customer stated that her pump has turned off and will not come back on. Customer reported that the pump had not been dropped recently. Troubleshooting was performed and the customer stated that the spring was damaged. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.